Manufacturer narrative:
The small grasping retractor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted transversus abdominis release (tar) ventral hernia surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-oct-2024: the instrument was inspected prior to being used and no damage was found. The instrument did not collide with other instruments in the case. The issue was related to the opening/closing of the instrument grips.

Manufacturer narrative:
The small grasping retractor instrument was analyzed and found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.